Event description:
The company was informed that the patient visited the emergency room for the swelling after the implant surgery. The patient was prescribed with antibiotics (type unknown). It was reported that the swelling had subsided after the treatment. Advanced bionics is in the process of gathering more information; once more information is available, a supplement report will be submitted.